Event description:
Event: (cc# 98-01065) the iab had a hole in it. The balloon leaked. This was the only information at the time of the report. On 9/24/98, the following was reported to datascope: when the iab was inserted prior toptca in the emergency room, the iab functioned properly for approximately one hour. Just prior to transporting the patient to ICU, a "rapid gas loss alarm" sounded from the pump. The balloon refilled 3 times and the balloon was checkded under fluoroscopy. The decision was made to remove the iab. Another balloon was then inserted into the patient. There was no patient injury or complication as a result of the event. [Event complications]: unknown - reported 8/27/98; none - rpt'd 9/24/98. [Patient's current status]: unk - prt'd 8/27/98.